Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in jet channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failed leak test was due to the leak on the r/l knob due to a component failure. Olympus will continue to monitor field performance for this device.